Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure coils malposition in left fallopian tube/ no essure device is seen on the right./ malpositioned left essure device without visualization of right essure device.") In a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of surgery ((B)(6) 2013 cholecystectomy (B)(6) 2016 right kidney stone removal (ureteral scope) 2(B)(6) 2016 another stone removal and stent gallbladder removal.), cholecystitis, impaired fasting glucose, restless legs syndrome, kidney stones, attention deficit hyperactivity disorder, tobacco user, drug allergy (¿ sulfa-drugs: throat swelling ¿ penicillins: throat swelling), esophageal reflux, cervical dysplasia, nephrolithiasis, fever, left lower quadrant pain, parity 2, gravida ii, overweight and pelvic pain female. Previously administered products included: ciprofloxacin for urinary tract infection. The patient had a family history of colon cancer and diabetes mellitus. Essure was removed on (B)(6) 2017. On an unknown date, the patient had essure inserted. On an unknown date she experienced device dislocation (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure done on (B)(6) 2017). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.143 kg/sqm. [Computerised tomogram] on (B)(6) 2017: kub, supine abdomen indication: patient with history of essure placement in left and right tubes per patient. Only visible on left on CT imaging. Findings/ impression: single linear metallic density projecting over the left hemipelvis is compatible with an essure device, similar to prior CT study. No essure device is seen on the right.; on (B)(6) 2017: patient then had CT performed which was read as concerning for migration of left essure device with inability to visualize right essure device. CT abdomen and pelvis with contrast impression: there is an essure device in the left hemipelvis. Based on the position of the device it may have perforated and migrated. The right essure device that was placed per patient is not identified. [Pathology test] on (B)(6) 2017: specimen: a: left fallopian tube with essure b: right fallopian tube clinical history and diagnosis: patient is g2p2 with essure device for permanent sterilization. Briefly appears to have had essure migration and right essure unable to be visualized on imaging. Patient reports she was diagnosed with urinary tract infection in ed yesterday and prescribed ciprofloxacin and states her symptoms are beginning to improve. Patient endorses continued left lower quadrant pain that wraps around to her left flank. Desires removal of essure device and permanent sterilization with bilateral salpingectomy. Gross description: left fallopian tube with essure is a 5.7 cm in length by 0.6 cm in diameter fimbriated fallopian tube with miscellaneous hardware. Right fallopian tube is a 6.0 cm in length by 0.5 cm in diameter fimbriated fallopian tube. Final diagnosis a. Fallopian tube, left, salpingectomy - unremarkable fallopian tube, lumen identified. - essure (gross diagnosis). B. Fallopian tube, right, salpingectomy - unremarkable fallopian tube, lumen identified. [Ultrasound scan] on (B)(6) 2017: ultrasound, pelvic trans abdominal (non-obstetric), ultrasound, pelvic trans vaginal (non-obstetric) indication: 32-year-old woman with essure coils stating she had CT at outside facility showing malposition in left fallopian tube. Significant left pelvic pain. Findings: within the left adnexa is a linear echogenic focus without definite posterior acoustic shadowing that may represent an essure device. A similar-appearing area is also seen on the right though appears less well-defined. Impression: 1. Echogenic areas in the bilateral adnexa may represent essure devices. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure coils malposition in left fallopian tube/ no essure device is seen on the right./ malpositioned left essure device without visualization of right essure device.") In a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of surgery (may2013 cholecystectomy (B)(6) 2016 right kidney stone removal (ureteral scope) (B)(6) 2016 another stone removal and stent gallbladder removal.), cholecystitis, impaired fasting glucose, restless legs syndrome, kidney stones, attention deficit hyperactivity disorder, tobacco user, drug allergy (¿ sulfa-drugs: throat swelling ¿ penicillins: throat swelling), esophageal reflux, cervical dysplasia, nephrolithiasis, fever, left lower quadrant pain, parity 2, gravida ii, overweight and pelvic pain female. Previously administered products included: ciprofloxacin for urinary tract infection. The patient had a family history of colon cancer and diabetes mellitus. Essure was removed on (B)(6) 2017. On an unknown date, the patient had essure inserted. On an unknown date she experienced device dislocation (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure done on ((B)(6) 2017). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.143 kg/sqm. [Computerised tomogram] on (B)(6) 2017: kub, supine abdomen indication: patient with history of essure placement in left and right tubes per patient. Only visible on left on CT imaging. Findings/ impression: single linear metallic density projecting over the left hemipelvis is compatible with an essure device, similar to prior CT study. No essure device is seen on the right.; on (B)(6) 2017: patient then had CT performed which was read as concerning for migration of left essure device with inability to visualize right essure device. CT abdomen and pelvis with contrast impression: there is an essure device in the left hemipelvis. Based on the position of the device it may have perforated and migrated. The right essure device that was placed per patient is not identified. [Pathology test] on (B)(6) 2017: specimen: a: left fallopian tube with essure b: right fallopian tube clinical history and diagnosis: patient is g2p2 with essure device for permanent sterilization. Briefly appears to have had essure migration and right essure unable to be visualized on imaging. Patient reports she was diagnosed with urinary tract infection in ed yesterday and prescribed ciprofloxacin and states her symptoms are beginning to improve. Patient endorses continued left lower quadrant pain that wraps around to her left flank. Desires removal of essure device and permanent sterilization with bilateral salpingectomy. Gross description: left fallopian tube with essure is a 5.7 cm in length by 0.6 cm in diameter fimbriated fallopian tube with miscellaneous hardware. Right fallopian tube is a 6.0 cm in length by 0.5 cm in diameter fimbriated fallopian tube. Final diagnosis a. Fallopian tube, left, salpingectomy - unremarkable fallopian tube, lumen identified. - essure (gross diagnosis). B. Fallopian tube, right, salpingectomy - unremarkable fallopian tube, lumen identified. [Ultrasound scan] on (B)(6) 2017: ultrasound, pelvic trans abdominal (non-obstetric), ultrasound, pelvic trans vaginal (non-obstetric) indication: 32-year-old woman with essure coils stating she had CT at outside facility showing malposition in left fallopian tube. Significant left pelvic pain. Findings: within the left adnexa is a linear echogenic focus without definite posterior acoustic shadowing that may represent an essure device. A similar-appearing area is also seen on the right though appears less well-defined. Impression: 1. Echogenic areas in the bilateral adnexa may represent essure devices. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.